Manufacturer narrative:
If explanted, give date: not applicable, as lens the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as the device remains implanted; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was able to manipulate the preloaded intraocular lens (iol) haptics with surgical instruments to ensure the lens was safely implanted in the right eye. There was no damage or issue with the lens or haptic during insertion. There was no issue with the lens or patient after the lens was implanted. The patient has no complications post-operatively and has good outcomes. There are no planned interventions. The lens remains implanted. No further information was provided.